Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a conclusive root cause determination could not be made. A review of the lot history record was not possible, as the part number and lot number were requested but were not available. A query of the complaint database of the reported lot could not be conducted, because the lot number was not provided. Based on the lack of information related to the lot, and the absence of a returned device, a cause for the stylet issue could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The unknown stent is being filed under a separate manufacturer report number. The device was not returned for investigation and the lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that on multiple occasions with multiple physicians using an abbott dilatation catheter or stent system with a mandrel, as the device is removed from the plastic hoop the mandrel has poked the physician. On at least one occasion, the physician has been poked, drawing blood. There have been no reported serious injuries as a result; however, sterility is broken. There is a small delay as the physician re-scrubs, cleans wound and applies a bandage, re-gloves and a new device is prepped; however, the delay is not clinically significant. No additional information has been provided.